Event description:
It was reported that the patient presented to the hospital with complaints of not feeling well. Low r-waves were observed and lead dislodgement was suspected. The device was temporarily reprogrammed. In 2008, the lead was repositioned and remains implanted.

Manufacturer narrative:
No medwatch form was received.